Manufacturer narrative:
The following sections were updated/corrected/added: d4, d8, d9, h2, h3 and h6 (component code, device code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per product evaluation results, customer report of leaflet issue was confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate the outflow aspect and minimal at the inflow aspect. The free margin of all leaflets were rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused all three leaflets at all three commissures on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification from brasil that a 7300tfx27 valve implanted in tricuspid position was explanted from a 24-y-o patient after an implant duration of 1 year and 10 months due to leaflet failure without an apparent cause. As reported, there were no signs of clots, pannus or calcification. The patient presented with dyspnea and fatigue prior to the intervention. Another valve was implanted in replacement. The patient was reported to be discharged from the ICU at day 13 post-intervention. Reportedly, the reason that kept her in the ICU was severe pain and difficulty breathing, but the ultrasound exams were positive.

Manufacturer narrative:
Corrected data in section e1 (establishment name), e1 (address - line 1), e1 (city) and e1 (post office or zip code). Added information to section a1, a2, a3a (sex), b3, b7, d1, d4 (model number), d4 (serial number), d4 (expiration date), e1 (state, province or territory) and h4. Updated section b5, d9, h3, h6 (device code) and h6 (health effect - clinical code). H11: additional manufacturer narrative: updated for the new information. The device is currently under investigation, and findings will be communicated in the next follow up report.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from brazil that an unknown valve implanted in tricuspid position was scheduled to be explanted from a patient after an implant duration of 1 year and 10 months due to unknown reasons. As reported, the cause of the reintervention is an unknown valve dysfunction. Another bioprosthetic valve will be implanted in replacement.